Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer failed and was unable to recover the drawer. A field service engineer had inspected the legacy full height drawer 5 in the main cabinet using the hardware test application and found that the drawer was not detected on the bus. The field service engineer had replaced the serial 28-pin same-side flat flex cable. To test the repair, the drawer was retested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.